Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that at a follow up the device was in hardware backup vvi with a message stating that the device was in eos. When the device was interrogated the device would lose connection with the programmer when the file was tried to be saved. Patient was going to be seen by primary cardiologist for further review and device change out.